Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative who was receiving morphine with concentration 250 mcg/ml at a dose rate of 150 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient was experiencing persistent discomfort at the pump pocket site due to it sitting in an oblique position within the pocket secondary to body habitus per a physician. The date of the event was unknown. Surgical intervention occurred. The physician had moved the pump more caudal and re-anchored the pump within the pocket using ethibond suture. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown.